Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot peeled off into the pt's leg. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the c-ring had been split in half. The other half of the c-ring and the scope wash tubing were not received. The c-ring break appeared melted. There was no evidence of blood. Based upon the visual observation, the reported complaint for "jaw boot peeled" could not be confirmed; however, the failure mode "c-ring broke" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).